Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The healthcare facility treated the patient for the infection and removed the sensor successfully on (B)(6) 2018.

Event description:
Senseonics was made aware of an adverse event where the user developed an infection at the insertion site. The infection was characterized as the insertion site filled with pus. The user sought medical attention at the local hospital.